Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported the patient was experiencing inadequate pain relief due to lead migration confirmed via x-ray. The patient underwent a lead revision procedure and was doing well postoperatively.